Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during installation of the product. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the corrosion observed on the scope connector, we suspect that the electrical components (ic chips, capacitors, etc.) Inside the scope connector have failed due to usage stress, external factors, or improper handling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during installation of the product. There were no reports of patient involvement.